Manufacturer narrative:
No product will be returned per customer. The root cause of the customer¿s complaint could not be determined as the sample was not available for investigation.

Event description:
The report suggests that a split was identified in the burette during clinical use. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.